Event description:
While attempting to monitor a patient using electrode pads, a wire separated from the pads and the ECG signal was lost. A second set of pads were obtained to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.